Event description:
Consumer reported complaint for high blood glucose test results. Customer advised that 15 minutes prior to calling, he tested with the true metrix, and it read 103 mg/dl fasting and his cgbm read 62 mg/dl fasting. The customer does not know his expected blood glucose test result range; customer stated that his results vary. The customer reported feeling weak; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 93 mg/dl using true metrix meter and customer's cgbm read 62 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/25/2026 and open vial date is 1 week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation -evaluation in process. Test strips were not returned for evaluation as customer returned incorrect strips: lot#: zc5894s. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Manufacturer narrative:
Sections with additional information as of 01-may-2025: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.